Event description:
Customer reportedly tested 344mg/dl and took 10 units of insulin prior to eating lunch. Customer tested 2 hours later with a result of 414mg/dl and took 12 units of insulin. Customer was unresponsive 3 hours later. The paramedics were called and tested customer at 37mg/dl and 30mg/dl on their device. Customer was given an IV of glucose and food. No quality controls were used. Customer stores strips outside original container. Requested return of suspect device and replacement was sent.